Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a patient representative (pt rep) on 2023-05-22. Pt rep called back and pt noted they had issues with their implanted neurostimulator (ins) ever since the liver transplant. Pt spoke to mdt rep in person about 2 months ago and notified them about the issue. Pt rep noted the mdt rep made small adjustments to the pt's ins settings, but that didn't help. Pt added that their ins battery would only last half a day since they met with the mdt rep for adjustments to the settings. It was reviewed that ins battery depletion was dependent on ins settings and usage, which was expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that back in (B)(6) 2023, patient had a liver transplant and patient states since the transplant he is not getting relief in his normal low back pain. Patient states all his pain has come back and feels exactly the way it did prior to the stimulation implant. Patient states he is also started to have low back spasms that he thinks is related to some thing else because he has spasms even if the stimulation is off. Today the rep reprogrammed patients group an and group c. The rep reprogrammed patient's, group a, and group c to see if patient could get coverage and relief where needed. No changes were made to group b as that is the group. Patient was using prior to liver transplant and was having great success. The rep did an impedance check all contacts are within normal limits during reprogramming. The rep was only able to get left side coverage and was not able to capture any right side coverage, which is where patient needs stimulation. Patient states he turned simulation off for a liver transplant and was told to keep it off until his staples are removed from the transplant. Patient states that he just turn stimulation back on approximately the last 2 to 3 weeks. He states that¿s when he noticed that he was no longer getting the same relief as he did prior to his transplant programs that he was given today each for a week and if he does not get sufficient relief, he is going to contact the hcp office for an appointment and possible imaging.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was caller reported pt had been experiencing some issues with their stimulator, but they weren't entirely sure what those issues were so they handed the phone to pt. Pt explained they had a liver transplant surgery, and shortly after that they'd been experiencing severe back spasms (10 on the pain scale). When they have their stimulator 'adjusted for the day, fully charged' they get spasms if they are in motion, or sitting/laying down. Pt stated they used to experience pain constantly, but now they don't; so they understood therapy was helping with those symptoms. Pt wondered if their medication could potentially have adverse effects with their spinal cord stimulator. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient services (pss) provided national answering service phone number for pt to have their healthcare provider (hcp) set up appointment with a manufacturer representative (rep), and advised pt to discuss about their medication effects with hcp as well.